Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the package labeled for tlif-c hi 11mm 8deg 32x12 (article: thi81132) actually contained a plif h 12mm 8deg 26/9 (article: phi81206). This confirms the event description of receiving a wrong content/item inside a different package. The reported allegation can be confirmed through the photo investigation as the observed condition (wrong item inside the package) matches the complained issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of tlif-c hi 11mm 8deg 32x12 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to manufacturing. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Relevant actions have been taken to address the complaint issue. Device history review (DHR): part: thi81132. Lot:128147. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 30 mar, 2023 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the wrong content was inside the package. The post ibf hi h 12mm 8deg 26x9 was in the wrong package. There was no surgical delay due to the event, and the procedure was completed successfully by using another implant with the same article number. There was no patient consequence. This report involves one tlif-c hi 11mm 8deg 32x12. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 h4 h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the physical device of the post ibf hi h 12mm 8deg 26x9 with the pouch label of the same device, however the box was of the tlif-c hi 11mm 8deg 32x12 confirming the wrong content. A dimensional inspection was not performed due to it is not applicable to the complaint condition. A functional evaluation was not performed due to it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received and the potential cause can be manufacturing related. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part: thi81132. Lot:128147. Batch1: lot qty of (B)(4). Units were released on 30 mar, 2023 with no discrepancies. No ncrs were generated during production. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.